Event description:
Follow-up from the physician provided that he believes the lead is too superficial so he is planning to do a lead revision and move it deeper on the vagus nerve, and he believes this is the reason for the patient's continuous inflammation.

Event description:
It was reported by a medical professional that a vns patient developed an infection related to vns. She developed an abscess 2-3 months after her vns was implanted and has failed several courses of antibiotics. The patient has been on bactrim and 2 courses of clindamycin. The infection was located on the lateral aspect of neck incision. The patient had been on 6 weeks of clindamycin and her incisional infection was looking good at the time. Review of the manufacturing records for the lead and generator confirmed the devices were sterilized prior to distribution. Additional relevant information has not been received to-date. No known surgery related to the infection has occurred to-date.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient's generator and lead were explanted due to infection.